Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified one curved opening, wear abrasion, fold creases and yellow particles in device outer surface and white particles calcification -like in device outer surface. A microscopic analysis and leak test were performed which identified one curved opening striated. Based on the device analysis the final assessment is: one opening striated in the side posterior assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and "textured".

Event description:
Healthcare professional reported right side exchange due to being textured and capsular contracture, baker grade IV. Device has been explanted.